Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer states that the unit is not blowing any air out. The dealer states that he didn't pick them up so he doesn't know how the patient used the unit.